Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-oct-2023. H.6. Investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate that there was underfill or low draw of a tube with blood in 15 tubes. The following information was provided by the initial reporter: low fill volume.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate that there was underfill or low draw of a tube with blood in 15 tubes. The following information was provided by the initial reporter: low fill volume

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.